Event description:
It was reported that the vns patient passed away. It was reported that the patient was found unresponsive in her home and the cause of death was unknown. The physician reported that the patient was last seen on (B)(6) 2010. No other information was known. Attempts to obtain additional relevant information have been unsuccessful to date. The state vital records will not release the death certificate to device manufacturer.

Event description:
Cause of death information obtained from the national death index (ndi) was reviewed by the manufacturer which indicated that the patient passed away on (B)(6) 2010 and the patient's cause of death was other and unspecified convulsions, accompanied by unspecified cardiac arrest, asphyxia, and respiratory arrest. A sudep (sudden unexpected death in epilepsy) evaluation was performed which determined that the death met criteria for classification of possible sudep. There is no allegation or other information indicating that the death is related to vns.